Event description:
According to the reporter, during a procedure, after the bipolar was placed in the abdomen, the operator did not step on the pedal, and the electrocoagulation worked automatically, damaging the serosal surface of the patient's small intestine. The bipolar was immediately removed, and it was found that the bipolar worked intermittently and automatically, and there was no response after the pedal was stepped on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.